Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer kept receiving motor error alarms. Customer's blood glucose was 12.9 mmol/l at the time of the incident. Customer stated that the motor error alarm occurred occasionally but now it is more frequent. Customer changed the infusion set and tried to bolus. Customer also received a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.